Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse removed the clog from the pipe to repair the instrument. Per labeling, beckman coulter, inc. Urges it's customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of this event was the plugged tube assembly (metal straw) on bath # 2. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak from tubing connecting to bath # 2 of coulter lh 750 slide stainer. The leak was caused by blockage in metal pipe used to fill up the bath. Bec hotline instructed the customer to use a syringe with methanol to unclog the blockage. After the customer was guided on how to proceed to unclog the pipe, the customer went away from phone before safety procedure could be discussed. While trying to unblock the pipe, the tube popped off and sprayed in the instrument and spilled outside of the instrument and on the laboratory technician. The spill contained a mixture of stain and methanol. No blood or specimen was in the spill or leak. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. The operator mentioned receiving a few drops of the spill on her face but not in eyes, mouth or nose. The operator did rinse her face with running water. No injuries resulted from this event. No medical attention was sought. There was no an effect to patient samples.